Event description:
Boston scientific received information that during a routine follow-up visit, this left ventricular (lv) lead revealed high pacing impedances greater than 2,000 ohms. A revision procedure was performed; however, the lead was cut up during the procedure. The lead was removed and replaced. Due to the heavily induced damge to the lead; the lead was not returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.